Event description:
A malfunction was reported on the pump, but there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump using provided information, and the malfunction code did not recur afterward. The customer was advised that they could continue using the pump and to report any future malfunctions, which they acknowledged and understood.